Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level from 350 mg/dl to 600 mg/dl. The customer¿s current blood glucose level was 394 mg/dl. The customer was treated with steroids. The customer reported symptoms related to high blood glucose like nausea, vomiting, abdominal pain and difficulty in breathing. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.